Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a system presented with no phacoemulsification. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating the event occurred before a procedure. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The output voltage of the ultrasound was below specification. The printed circuit board (pcb) was replaced to resolve this issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 7, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the pcb. However, without a sample, component level root cause cannot be determined at this time. The manufacturer internal reference number is: (B)(4).